Event description:
During testing at the user facility, it was noted that the device door roller and roller pin were missing. Prior to testing, the device was found in the engineering area for an unspecified reason. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.